Event description:
Patient's representative called back in repeating events that has already been reported. Caller mentioned that they are having trouble charging the implant battery and it wouldn't connect. Agent asked the caller to remove the battery. Caller re-inserted the battery. Caller confirmed no damage on the recharger cord, pins and controller charging port, pins. Agent had the caller wipe the recharger pins and blow air into controller charging port. Agent asked the caller to initiate a charging session and entered passive recharge with 97-97-97 number and flashing green light on the controller. Agent reviewed passive recharging to the caller. Agent placed the call on-hold for a couple of minutes to monitor implant charging. Caller confirmed seeing poor recharging quality and yellow blinking lights on the controller 3 times. The issue was not resolved. A request was sent to repair for recharger replacement.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) had an update done on the system, and ever since they tried to get the recharger to align with the ins, but the equipment wouldn't connect to the ins. Caller said that they had the controller right next to the ins with the cord plugged in, however the equipment still wouldn't connect to the ins. Caller said that the pt was really skinny so the ins kind of protruded through the pt's skin so they could see right where the ins was located and they had the recharger right over the ins, but the issue was still not resolved. The caller was not with the pt or equipment during the call. Agent advised the caller to call back once they were with the equipment and the pt for troubleshooting. Caller mentioned during the call that external equipment had been replaced in the past.